Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with huawei lya-l29 phone with android operating system version 10, app version 2.13.1. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced hypoglycemia and was able to self-treat with "something to eat" for the issue. There was no report of death or permanent impairment associated with this event.